Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a blister under one of the electrodes. There was no alleged device malfunction. The patient's nurse adjusted the electrode so that it was not making contact with the blister. The patient's irritation was reported as improved.